Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. It was reported that the technician advised removing the maj-1430 cable and the error went away. The customer stated she had this same issue with 2 clv-190 (light source) and the issue was resolved by removing both pigtails and power cycling both units. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the scope was connected incorrectly. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. ¿ use appropriate cables only. Otherwise, equipment damage or malfunction can result. ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. ¿ the cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. ¿ never apply excessive force to connectors. This could damage the connectors. ¿ use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ olympus will continue to monitor field performance for this device.